Event description:
It was reported that the patient died less than 1 month after device was implanted. Follow up revealed the patient had not been pacemaker dependent. The day following the implant, he was checked, reported to be in normal sinus rhythm with first degree av block, and device noted to be fine. The patient had been admitted to hospice and died one day later with cause of death noted to be alcoholic liver - cirrhosis of the liver. The nurse reported the death had nothing to do with the device.

Event description:
It was reported that the patient died less than 1 month after device was implanted. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. (B)(4) no anomalies found. Proximal segment returned and analyzed. (B)(4) no anomalies found. Proximal segment returned and analyzed.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. (B)(4) no anomalies found. Proximal segment returned and analyzed. (B)(4) no anomalies found. Proximal segment returned and analyzed.